Event description:
Physician reported right side "infection/necrotic tissue. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection/necrotic tissue is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection/necrotic tissue.

Event description:
Physician reported right side "infection/necrotic tissue. Device has been explanted and replaced.

Manufacturer narrative:
Aware date is 11/13/2023.

Event description:
Physician reported right side "infection/necrotic tissue. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/20/2023.